Manufacturer narrative:
The review of the device history record supports that there were no non-conformances noted for any reason. Evaluation testing supports that the monitor functions as expected. No physical damage was found in the visual inspection. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as the fault could not be replicated and no other issues were detected. Invasive procedures involve some patient risks. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Abnormal pressure readings should correlate with the patient¿s clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results.

Event description:
It was reported that before use of a vigilance ii monitor, the displayed temperature fluctuated. The cables were exchanged and the issue still occurred. The vigilance ii monitor was exchanged for another monitor and the issue was solved. No patient compromise was reported. No other system-related devices were reported as suspect. No patient demographics were able to be obtained.